Event description:
On 04/25/2024, it was reported by an arthrex subsidiary employee via email that three ar-3638 knotless fibertak broke during insertion. The case was completed using another part. This was discovered during a shoulder arthroplasty procedure on (B)(6) 2024. Additional information received on 5/15/2024: this was discovered during a labrum repair procedure. All the knotless fibertaks broke inside the patient during insertion, and the broken fragments were not removed. The case was completed using three additional ar-3638 knotless fibertak. The case was delayed approximately one hour, and additional anesthesia was needed to compensate for the delay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed based on the picture (partes rotas del fibertak.jpeg), which confirmed that three out of four devices displayed are broken. The failed devices were not received for evaluation. Upon evaluating the customer-provided photograph, were four (4) fibertak tips were observed; this is what was noted. Two of the four have the tip bent and broken off, one has the tip broken off, and the last one appears not to have been damaged. According to the direction for use. Dfu-0054-eor2_fmt_en. G. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error due to improper bone preparation, misaligned insertion, prying/levering the device, or excessive impaction, which could lead to inserter damage and/or breakage.